Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was undersensing the fine af. Programming changes were recommended, and the physician decided to make the changes and to monitor the device until patient comes back in a couple of months. No patient symptoms were reported.